Event description:
It was reported that procedure was to treat a 95% stenosed lesion in the superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. Using the crossover technique a command 18 guide wire was advanced, followed by pre-dilatation with a 3x4.5 balloon. Then a 5x150mm absolute pro ll stent was implanted without issue. The 6x150mm absolute pro ll self-expanding stent system (sess) was then advanced to the target lesion; however, after 2mm of the stent was released, resistance was noted with thumbwheel and the stent could not be released completely. The handle of the sess was opened to deploy the stent, but the stent could not be deployed. As result a 6f long sheath was inserted to remove the sess with resistance with the anatomy. Another 6x150mm absolute pro ll sess was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Manufacturer narrative:
The device was returned for analysis. The reported stent material separation was able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. The reported patient effect(s) of dissection is listed in the absolute pro ll peripheral self-expanding stent system instructions for use ( as a possible complication. A cine was received and reviewed by an abbott vascular clinical specialist. The media does partially confirms the incident as the media is difficult to interpret and unclear if the images are in chronological order. It is anticipated that the complex lesion/anatomy in the sfa and potentially the iliac artery contributed to the lock up of the absolute pro ll sds on deployment. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report being filed, it was reported that during removal of the absolute pro stent that could not be deployed a dissection occurred. The distal end of the stent implant including the tabs were separated during removal. The 6x150 absolute pro stent that was implanted was used to treat the dissection and target lesion. No additional information was provided.